Manufacturer narrative:
(B)(4).

Event description:
It was reported that pair new transmitter alert on receiver occurred. The product was evaluated. An external visual inspection was performed and passed. Receiver charged and boot test was performed and pass. Receiver functional test was performed and passed . A review of the receiver logs was performed and transmitter failed error was found within the investigation window. The allegation was confirmed. The probable cause was determined to be transmitter failed error but the root cause could not be determined. The reported event of a pair new transmitter alert on receiver is reportable based on the finding of a transmitter failed error . No injury or medical intervention was reported.